Event description:
A malfunction alarm labeled as "malf 16" was reported while the pump was still under warranty. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, technical support instructed the customer to use multiple daily injections as a backup insulin therapy and arranged for a replacement pump to be sent. Additionally, the customer was provided with instructions to put the malfunctioning pump into storage mode before returning it using a prepaid label within ten days.